Event description:
The customer reported less than 20 mls of clear fluid leaked from the coulter hmx hematology analyzer with autoloader onto the countertop while troubleshooting. The customer stated that low vacuum (vac) errors and differential (diff) results were generated (incomplete or abnormal computation) while performing controls. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, personal eye protection, and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse could not determine which tubing around the differential mixing chamber (mc1) was leaking; all tubings were replaced to resolve the leak issue. The fse also observed the differential mixing motor (mc1) was not functioning due to the leak. The fse replaced the mixing motor which resolved the low vacuum and no differential results. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).